Manufacturer narrative:
This is one event for the same patient involving two separate products. The exact date of death is not known and is estimated based on the reported.

Event description:
The plaintiff's attorney alleges that the patient experienced cardiac arrest and subsequently expired on or about the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo for dialysis treatment